Event description:
Nine (9) tubings of the same kind that are used for peripheral IV's have leaks that are immediately apparent upon priming tubing. 1 tubing would not allow priming of the drip chamber.